Event description:
It was reported that there was an exposed wire on the mobile power unit (mpu) power cord.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The damage to the mpu was noted to have been a result of product negligence by the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exposed wire on the mobile power unit (mpu) (serial number (B)(6)) patient cable was confirmed via product analysis. The mpu was returned to the pleasanton service depot for inspection. Visual examination of the unit revealed some warping and a large tear in the patient cable, which exposed the internal cabling. After the damage was confirmed, the mpu was sent to product performance engineering (ppe) for further analysis. At ppe, the damaged area on the mpu patient cable was confirmed. Upon further inspecting the area of damage, it was noted that the cable shielding was completely worn down, and the internal black wire was completely severed. Available information provided that the cause of the damage was due to negligence in caring for the equipment by the patient. The root cause of the reported event was damage due to patient negligence to care for the equipment. Incidental findings: damaged housing due to screws being threaded too tightly. The relevant sections of the device history records for mobile power unit serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. Heartmate 3 instructions for use (section 8 entitled ¿caring for the equipment¿) and heartmate 3 patient handbook (section 6 entitled ¿caring for the equipment¿) addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (section 10 entitled ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.